Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced ten infusion set tubing leakage at site events between (B)(6) 2024. The set was in use 24-72 hours. Blood glucose levels were between 200-300 mg/dl at the time of event. Patient took correction bolus via pump and injection, replaced infusion set and resumed insulin successfully. No further information available.